Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds one day post implant on the right ventricular (rv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.